Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through this evaluation as the device is not available for investigation and no images showing the misalignment were provided. Additionally, the report of low flows could not be confirmed because no log files were submitted for review. It was reported that the patient presented with frequent low flows. Transesophageal echocardiogram (tee) showed the inflow position was not ideal. The patient was taken to the or to attempt to reposition the inflow within the chest cavity. The patient¿s mediastinal incision was reopened. The pump was anchored into an ideal position using non-absorbent sutures. According to the account, when inflow position was improved, the pump flow improved. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 lvas IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lvad system had frequent low flows. A transesophageal echocardiography (tee) performed showed the inflow position was not ideal. The patient was taken to the operating room to attempt to re-position inflow and pump within chest cavity. The patient's mediastinal incision was reopened and the pump was anchored into an ideal position using non-absorbent sutures. Flows and inflow position improved. Patient is stable.